Manufacturer narrative:
(B)(4). Unit passed displacement test, selftest, and active current measurement. However, unit received with high sleep current and unexpected battery power loss shown in power graph for different durations of time. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery could only be used for 2 to 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.